Event description:
Attorney alleges the patient received injuries "in 2005" and that these "injuries were sustained as a result of a defective product." Review of manufacturer's database revealed patient death and that lead implant occurred eleven days later. There is no allegation from a healthcare professional that the death was device related. The cause of death has been researched and not received

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched, but has not been received.

Event description:
The patient received injuries "in 2005" and that these "injuries were sustained as a result of a defective product." Review of manufacturer's database revealed patient's death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received. As a result of the lead, the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish" and that the patient died as a direct and proximate result of the defects in the leads. Further alleged the patient "suffered bodily injury, and resulting pain and suffering, disability, disfigurement, mental anguish, loss of capacity of enjoyment of life, shortened life expectancy."